Event description:
Device malfunction: none. Symptoms/ae: difficulty recovering filter basket. Time of ae: during procedure. It was reported that during a left internal carotid stenting procedure in 2006, during the recovery of the filter device, the physician was unable to advance the shapeable tip recovery catheter. The device was discarded and the flexible tip recovery catheter was used to recover the filter. There were no pt effects reported. No additional info available. Study event.

Manufacturer narrative:
A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.